Manufacturer narrative:
"Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed."

Event description:
It was reported that a syringe 1.0ml 30ga 1/2in uf 10bag 500c's had a plunger rod difficult to move during use. The following was reported by the initial reporter: "it was reported that the plunger rod ID difficult to move. Verbatim: consumer reported that the plunger rod is difficult to move. Lot #: 0188677, catalog #: 328411, date of event: unknown, samples: available - sending mail kit".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: (B)(6) 2021. H.6. Investigation: customer returned a total of ten samples. Pouches returned are labeled for 1ml, 12.7mm, 30 gauge syringes from lot 0188677. Each of the plungers were pulled and pushed through the barrel of the syringe without issue outside of one of the samples. It was noted that the stopper in this syringe was warped and dragging. No other problems found with the remaining samples during use or simulated testing. A review of the device history record was completed for batch# 0188677. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the sample received, bd was able to replicate and confirm the customer¿s indicated failure of the plunger rod being difficult to move due to a warped stopper in one of the ten returned samples. Root cause could not be determined.

Event description:
It was reported that a syringe 1.0ml 30ga 1/2in uf 10bag 500cs had a plunger rod difficult to move during use. The following was reported by the initial reporter: "it was reported that the plunger rod ID difficult to move. Verbatim: consumer reported that the plunger rod is difficult to move. Lot #: 0188677 catalog #: 328411 date of event: unknown samples: available - sending mail kit"